Event description:
According to the operative report, the pt had a history of previous double valve replacement (in 1998) and rheumatic heart disease. They were admitted to the emergency room in cardiogenic shock with shortness of breath and dizziness and it was reported they had not taken anticoagulation for three days (inr 1.3). Echocardiogram indicated the previously placed aortic and mitral valves were only opening every 4th or 5th beat with pressures in the 30's and 40's. The pt was intubated and emergency replacement surgery was performed. The previously placed mitral valve was thrombosed and immobile necessitating removal with pannus and thrombus formation observed following difficult removal. A 25 mm mitral st. Jude medical mechanical heart valve (model, s/n unknown) was then implanted. The previously placed aortic valve was inspected, clots observed, and the explant was extremely difficult and tedious. The annulus was debrided and sized with a sjm sizer set for a 23 mm valve with the sizer passing through the annulus without resistance. The above-referenced 21 mm aortic valve was sutured into place utilizing 2-0 pledgetted sutures with the sewing cuff positioned supraannularly. The leaflets did not appear to be opening and closing appropriately when tested; therefore rotation was attempted. During the attempt to rotate the valve with the sjm holder/rotator, one of the leaflets dislodged and fell into the left ventricle. It was reported that the valve did not rotate easily. The leaflet was retrieved from the ventricle and an attempt was made to place it back into the orifice; however, the other leaflet dislodged and fell into the left ventricle. This leaflet was also retrieved, the valve was removed, and another 21 mm mechanical valve was then implanted. The pt was weaned from bypass with fairly satisfactory hemodynamics. The first night, abnormally high mediastinal tube drainage and bleeding were noted and managed medically. Mediastinal wash and hemostasis were performed successfully the first postoperative day following which the pt experienced severe oliguria and low cardiac index. Moderate growth of gram positive cocci from their endotracheal aspirate was found a mo later and antibiotics were initiated based on the assumption of infective endocarditis. The following day they experienced hypotension and rapid atrial fibillation treated medically and follow-up echocardiograms demonstrated no problems with the prosthetic valves. It was reported the pt expired 5 days later as a result of cardiopulmonary arrest due to severe septic shock and multi-organ failure. Blood cultures of the valves demonstrated no organismal growth. No additional informaton was received, including the valve information related to the sjm mitral valve implanted during this procedure.